Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-may-2021. It was reported that advancing difficulties were encountered. The severely stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. Pre-dilatation was performed with a balloon catheter and a 2.50 x 20 synergy drug-eluting stent was advanced but failed to reach the lesion even after multiple attempts. The device was removed from the patient's body. The physician used the balloon to expand the lesion and the procedure was finished. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.